Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd occurred in alarm history.

Manufacturer narrative:
Other, other text: the pump was investigated in the field and repaired at the customer facility by a field service technician. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the battery compartment found the factory seal was missing. The battery charge level was identified at 98 percent. When plugged in, the alternating current (ac) light was present. The pump switched to battery properly. A visual inspection of the pump found that the condition of internal ribbon cable connection was not to factory specification due to a repair procedure performed. The j9 connector was disconnected, and the glue bead removed. The device was reassembled. The mating of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) were confirmed to be fully seated. Glue installed per procedure. The pump was retested and functioned properly. The root cause of this event was unable to be determined. A corrective and preventive action (CAPA) was opened to address this issue. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.